Event description:
Boston scientific received information that this recently implanted right ventricular (rv) lead exhibited noise with oversensing which resulted in an inappropriate shock. It was determined that the lead did not have enough slack and dislodged. Surgical intervention was performed and this lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.